Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented remotely via merlin.net transmission. Review of the transmission noted ventricular tachycardia (vt) episodes and farfield oversensing. The patient received multiple high voltage shocks from their implantable cardioverter defibrillator. During one of the vt episodes, it appeared the antitachycardia pacing did not resolve the vt but the rhythm broke on its own. It was believed to be due to loss of bi-ventricular capture of the left ventricular and right ventricular leads. The device was reprogrammed. The patient was stable.

Event description:
New information noted that on (B)(6) 2019 the right ventricular lead was explanted and replaced. No additional information was reported.